Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a preventative maintenance, the magnet was found missing from the pump cover. As this was during a pm, there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a preventative maintenance, the magnet was found missing from the pump cover. As this was during a pm, there was not patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that during a preventative maintenance, the magnet was found missing from the pump cover. As this was during a pm, there was not patient involvement to resolve the issue, a replacement pump cover has been provided to the customer. No product was returned to sorin group (B)(4) for investigation. This issue is a known issue and is addressed by CAPA 2015/04. A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. A CAPA (B)(4) has been opened to address this issue and change order (B)(4) to change the mold has already been implemented as a correction.